Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01783. It was reported the patient experienced ineffective stimulation due to the leads not being in an optimal position to give effective therapy. As a result, surgical intervention took place on (B)(6) 2020, wherein the leads were explanted and replaced with a paddle lead to address the issue.